Event description:
It was reported the patient was transported to the hospital and was pronounced dead on arrival. Prior to the patient's death, there were two carelink transmissions performed within minutes of each other due to an alert. On the first transmission, the patient received antitachycardia pacing which accelerated to ventricular fibrillation and did not terminate the rhythm. Then the patient received an appropriate shock which terminated the tachycardia with resultant atrial/ventricular paced rhythm. The second transmission, the lead had a sensing issue with short v-v intervals and nine non-sustained episodes. The electrogram showed no atrial activity. The physician said the patient had pulseless electrical activity. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.